Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed recorded episodes of inappropriate automatic mode switch caused by over-sensed noise exhibited by the right atrial (ra) lead. Initial programming adjustments resulted in dyspnea and high ventricular rates with minimal activity. Further programming interventions alleviated the patient symptoms and appeared to resolve lead noise, which was unable to be reproduced. The patient was stable.